Event description:
It was reported that, "during the tka, when the surgeon locked the nrg bearing insert (7/8mm), he found a gap (about 0.5mm) between insert and a tibial component. Therefore, the surgeon used other nrg bearing insert (#7/10mm) instead of it. However, also there was a gap (about 0.3mm) between them."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR#: 9616680-2010-00588.